Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. Evaluation summary: radiology reports were submitted. The bone scan stated that there is no abnormal activity surrounding the bilateral hip and knee arthroplasties to suggest infection and/or loosening. The CT scan report states there is no evidence of hardware failure. X-rays were provided and did not show any signs that may lead to pain. Cause cannot be definitively determined. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem.

Event description:
It is reported that the patient is experiencing pain.